Manufacturer narrative:
(B)(4). Attempts to obtain the following information has been performed and the following was received. If the further details are received at a later date a supplemental medwatch will be sent. Please verify specific quantity of devices which failed in this procedure event date. How was case completed? Any adverse patient consequences and what medical /surgical intervention was provided to mange them? Lot number. Per the customer no further information available to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2020 and suture was used. The needle pulled off the strand. No patient consequence.